Event description:
It was reported that customer experienced high blood glucose (bg) during sleep with cause unknown, and continuous glucose monitor displayed "high" reading without a specific value. Issue resolved after customer woke, and customer did not take any action during event. The control iq software resolved the bg level by the time the customer woke up. Technical support advised customer to consult healthcare provider about possible factors affecting blood glucose, and case was closed after customer acknowledged instructions.